Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. No vibration anomaly during testing noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump was totally dead and he noticed moisture drops on the screen of the insulin pump. The insulin pump screen was remaining blank, despite placing a new battery in the insulin pump. The customer's blood glucose was 138 mg/dl. The customer did not recall the insulin pump being exposed to moisture. He also stated the insulin pump was vibrating without an alarm or an alert. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.